Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: material no. 368653, batch no. 9105631 it was reported that there was what looked like blood on the inside and opening of the product. Per email: we had an issue with the 23g blood collection vacutainer. It looks like blood on the inside and opening of the item. We have pulled a total of 19 full boxes with this lot number from the shelves.

Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed; however, the evaluation determined it was damaged resin and red ink, and not blood. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: material no. 368653, batch no. 9105631. It was reported that there was what looked like blood on the inside and opening of the product. Per email: we had an issue with the 23g blood collection vacutainer. It looks like blood on the inside and opening of the item. We have pulled a total of 19 full boxes with this lot number from the shelves.